Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A pt reported recurring conjunctivitis after laser vision correction. The pt considers this an occupational hazard of being I the medical profession and believes her eye is more sensitive to infections since surgery. Additional info from reporter indicated "the info was not specified or known by the participant in the focus group. Reported issue was solved at time of conversation".